Event description:
It was reported that the lesion was located in the circumflex, and was mildly tortuous, no calcification, with a 90% stenosis. Pre-dilatation was performed with a 2.5 mm trek balloon catheter and a 2.75 mm non-abbott stent was implanted. The 3.25 x 12 mm voyager nc balloon catheter was used for the post-dilatation of the implanted stent. The balloon was inflated at 6 atmospheres for 20 seconds. Negative pressure was applied; however, the balloon could not be deflated. The indeflator was disconnected and air aspiration with a non-abbott indeflator was performed several times, and a syringe was also connected in the attempt to deflate the balloon; however, the balloon could not be deflated. The voyager nc balloon catheter was removed with force from the patient with the balloon fully inflated and was removed with the guiding catheter. No further treatment was performed and the case was completed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted contrast visible in the loosely folded balloon and inflation lumen, consistent with preparation and use. The shaft was stretched (necked) 5.3 cm distal to the guide wire exit notch, for a length of 1 mm. The total catheter length was measured and met manufacturing criteria. A new indeflator was filled with contrast medium; diluted 1:1 with water and was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. The reported difficulties were unable to be confirmed as the deflation times of the balloon were measured and met manufacturing criteria. No damage was reported as being observed during product inspection prior to use; therefore, it is likely that the noted stretched shaft occurred during the procedure. It is possible that if resistance was encountered during retraction of the catheter, as the balloon would not deflate, and as force was applied, the shaft became stretched, further contributing to the balloon being unable to deflate; however, as the deflation times were measured and met manufacturing criteria, the noted shaft stretching does not appear to have contributed to the deflation difficulties. Factors that may contribute to the difficulty to deflate a balloon catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. The reported deflation issues were unable to be confirmed and there is no indication of a product quality deficiency.